Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his blood glucose level was low and the paramedics were called. The customer refused care. Customer's blood glucose level dropped to 44 mg/dl. After eating candy and chocolate pretzels his blood glucose level went up to 75 mg/dl. He was extremely slow and confused. The device was not returned.